Event description:
Mitek received an adverse event report from the (B)(4) which was authored by the user facility. The facility is noting that during an arthroscopic shoulder procedure, "metallic shavings" or "foreign debris" was observed in the patient's joint space while mitek lupine devices were being used for fixation. They were not able to remove all of the debris; however, the procedure was concluded successfully without further issue or harm to the patient. At this point in time, our (B)(4) affiliate has contacted the facility towards gaining further detail and clarity of the issue. The issue. Also see associated mdrs 1221934-2013-00045 and 1221934-2013-00046.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Mitek received an adverse event report from the (B)(4) which was authored by the user facility. The facility is noting that during an arthroscopic shoulder procedure, "metallic shavings" or "foreign debris" was observed in the patient's joint space while mitek lupine devices were being used for fixation. They were not able to remove all of the debris; however, the procedure was concluded successfully without further issue or harm to the patient. At this point in time, our (B)(4) affiliate has contacted the facility towards gaining further detail and clarity of the issue. The issue.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
(B)(4) days have passed since this issue was reported to mitek through an adverse event report authored by the user facility and forwarded to us through (B)(6). While the complaint report talks about "metal shavings" that were apparent in the body, the report refers to some mitek anchors as the complaint devices; these anchors are constructed of a polymer, a plastic if you will. The association of "metal shavings" to "polymer" material is not reasonable, and so, our (B)(4) affiliate has acted in good faith as our agent in an effort to clarify this discrepancy with the reporting facility, to date without success. Despite many outreaches for further detail and clarity, nothing has been received, and no additional information other than what was originally reported has been received. A batch record review for the reported devices has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that the batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot associate the reported issue to the reported device, and we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.